Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they had gas and it is a relief of pressure. As a result of what was reported, they were advised to contact their healthcare provider (hcp) if they needed further assistance. The next day, a rep called in and noted the patient was getting good motor response at 0.6ma and was sent home at 0.3ma. The patient said they hadn't had therapeutic benefit so the rep had them increase stimulation, but they were getting the "amp limit reached" screen. The rep had the patient try the other 3 programs, but they couldn't get past 0.2ma. As a result of what was reported, the rep had the patient disconnect the cable, but the issue was not resolved. The call center reviewed the "amp limit reached" screen is likely related to impedances/connection. The rep noted they plan on meeting with the patient to evaluate. On may 29, patient noted they went to their hcp's office on may 28th to have their wires reconnected. They also noted that therapy is now working correctly and they will continue to track their symptoms. Four days later, patient said they were still having cluster bowel movements. They added that they were constipated and "now [their] bowels now have let use". The patient also said urgency is so high that they wouldn't make it to the restroom at certain times when they aren't home. The patient also said they have urgency with their bladder, but have to catheterize every time. They also noted that they don't feel any burning or pain and they don't have bladder spasms. The patient was then advised to contact their hcp for medical support. No further patient complications have been reported as a result of this event.

Event description:
No new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.